Event description:
Customer alleged discrepant back to back blood glucose results of 262 mg/dl and 127 mg/dl, when testing was performed within 3 minutes on the advantage system. Customer felt no symptoms and treated based on 127 mg/dl result. No adverse event was reported. The location in which the testing was performed was not provided. A request was made for the return of the suspect device and replacement product was sent.